Event description:
Edwards received additional information indicating the patient underwent valve-in-valve procedure due to pulmonary degeneration, stenosis, and regurgitation. The patient was transferred to the post-anesthesia care unit in stable condition. Patient was discharged on post-operative day one (1). There was no investigational evidence the surgical valve prematurely failed.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b5, b7, f10, h6. The cause of the event was due to patient factors and the progression of the patient's underlying valvular disease pathology.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. In addition, other patient risk factors such as the patient's younger age at implant likely contributed to this event. Per the instructions for use, "the safety and effectiveness of the carpentier-edwards perimount magna pericardial bioprosthesis has not been established for the following specific populations because it has not been studied in these populations: patients who are pregnant, nursing mothers, patients with abnormal calcium metabolism (e.g. Chronic renal failure or hyperparathyroidism), patients with aneurysmal aortic degenerative conditions (e.g. Cystic medial necrosis or marfan's syndrome), and children, adolescents, or young adults." Of note, this pericardial aortic valve was initially used off label as it was implanted in the pulmonic position. Per the instructions for use (IFU), ¿the carpentier-edwards perimount magna pericardial bioprosthesis is intended for use in patients whose aortic valvular disease is sufficiently advanced to warrant replacement of their natural valve with a prosthetic one.¿ the subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 29mm 3000 aortic valve implanted 10 years, 11 months, underwent valve-in-valve procedure in pulmonary position due to pulmonary stenosis and regurgitation. A 29mm 9600tfx was implanted inside the 29mm valve without complication.